Event description:
It was reported that the bd precisionglide¿ needle rubber stopper forms a core that remains in either the vial or syringe. The following information was provided by the initial reporter: when piercing daptomycin vial with needle, rubber stopper forms a core that remains in either the vial or syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. The initial reporter also notified the FDA on 08-mar-2022. Medwatch report # mw5115228. A device history record review was completed by our quality engineer team for provided material number 305198 and lot number 2059704. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.